Event description:
This report is being submitted as follow-up no. 2 for mfg. Report no. 1118880-2015-00030. (B)(4).

Event description:
The user facility reported issues with the destination device upon removal during a procedure. Follow up communication with the user facility reported the following information: (1) the sheath advanced with no complications; (2) it was upon removal of the sheath, that it was noted the sheath was stuck in the tissue; (3) after gingerly removing the sheath, it was then realized that it had become bent on the side that may have been resting on the bifurcation and had a serrated feel; (4) it was reported that the sheath felt "scaley" and not smooth on the bottom curve; (5) the procedure was completed; and (6) the patient's condition was reported as good.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4).

Manufacturer narrative:
Results: based upon evaluation of returned sample and user facility information; based upon evaluation of the reserve samples conclusions - based upon evaluation of returned sample; based upon evaluation of the reserve samples only sheath was returned to the manufacturing facility for evaluation. Visual inspection revealed the sheath was flattened and heavily scrapped exposing inner coil starting at approx. 250 mm from the hub to about 335 mm from the hub. The sheath also felt rough all the ways towards the distal end starting from the flattened portion. The scrapped portion of the outer layer was noticed to be oriented towards the distal end. The hub to band length was measured for the sheath and it was noticed to be out of specification, indicating stretching and elongation of the sheath. The hub to band length was measured for the sheath and it was noticed to be out of specification, indicating stretching and elongation of the sheath. Additionally, the metal coil was noticed to be exposed due to outer layer breach. An evaluation of the retention sample was conducted for samples from three recent lots. There were no visual anomalies noted during a visual evaluation. In addition, dimensional and functional testing confirmed the product met manufacturing specification. The lot number was not provided by the user facility, which prevented review of applicable production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the device having been pulled against a hard object such as calcification, scar tissue, and/or tortuous anatomy. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).